Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, system checkout performed. Navigational accuracy checked with phantom. All checks passed with no discrepencies found. B01, c19, d14 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1, ubd: UDI#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that for a surgical case, they took a navigated spin with the image acquisition system(ias) and navigated using an navigation system. They placed four total screws, l4 and l5 with screws on both the left and right side. After placing, they took a confirmation x-ray with other imaging system and noted that all four screws were inaccurate by 6-7mm inferiorly to the where they were thought to be placed. The surgeon then removed all four screws and re-placed by hand without use of the image acquisition system or the navigation system. Representative(rep) noted that there was no confirmed patient impact at this time, however due to misplacement of the screws, rep said there was risk for lower leg weakness. Additionally, noted that the radiological therapist (rt) on site had damaged the covers of the system prior to beginning the case. This occurred intra operatively. There was a reported delay of less than 1 hour and no reported impact to patient outcome. Additional information received stating that the clinical consultant(cc) was unable to replicate the issue after performing troubleshooting. Cc reported 5 spins were taken on the system and system was accurate. Cc reported he was uploading system logs and patient archives for software engineer review.